Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer reported that when she received the no delivery alarms, she had manually given insulin through the pump. The customer reported that she had a bent cannula and changed her site. The customer reported that the alarm did not occur during manual prime. The customer reported that they were unable to troubleshoot at time of call and hence unable to determine the cause of the issue. The insulin pump will not be returned for analysis.